Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received: as states, "loosening and failure of tibial component of depuy attune total knee replacement implant over 3 years. No bonding between implant and cement with progressive loosening and varus collapse of implant and significant bone loss. Revision total knee replacement showed completely unbounded tibial component with complete cement mantle intact and nothing on the tibial component. The femoral component was also loose but has some bonding. Patella button was well fixed. The significant tibial bone loss, worse medially than laterally, required augments as part of the revision surgery. After seeing this case and many other similar early failures, as an orthopaedic surgeon specializing in primary and revision total knee arthroplasty, I believe there is a problem with the implant and it should not be used in patient." Doi: (B)(6) 2015; dor: (B)(6) 2019; unknown affected side.